Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was unable to remove the remaining pledget pieces on her own. She went to the ER where the pledget pieces were removed. She also followed up with her obgyn who confirmed no pledget pieces remained. She did not receive any additional medical treatment and did not experience any adverse health effects.